Manufacturer narrative:
(B)(4).

Event description:
The companion external battery was not supporting a patient. The customer reported that the companion external battery would not charge despite the battery being left in a companion 2 driver that was plugged in overnight. The companion external battery was returned to syncardia for evaluation. Physical inspection of the external battery did not reveal any anomalies. Review of the external battery's smbus (system management bus) data was reviewed and revealed pfin (permanent fault input) flag, cim (cell imbalance), puv (pack under-voltage) and cuv (cell under-voltage) flags, which indicated that the external battery was likely subjected to a deep discharge event followed by prolonged period of inactivity. Therefore, the external battery's input/output functions were permanently disabled confirming the customer-reported issue. The external battery was taken out of service. This failure mode posed a low risk to a patient because it would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has redundant, alternate power sources which include external wall power and an internal, emergency battery. In addition, all power sources are continually monitored by the companion 2 driver, with audible and visual alarms provided to annunciate any potential issues associated with the driver power sources. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The companion external battery was not supporting a patient. The customer reported that the companion external battery would not charge despite the battery being left in a companion 2 driver that was plugged in overnight. This alleged failure mode poses a low risk to a patient because the issue was observed when the companion external battery was not supporting a patient. In addition, it would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has a redundant, alternate power source of external wall power. The companion external battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.